Event description:
It was reported that the customer's blood glucose level was 433 mg/dl. The customer corrected his blood glucose level with insulin shots. He also received multiple no delivery alarms and a button error alarm. The up and down buttons were not working. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioning properly and no damage found on the keypad assembly. No button error alarm. Inspected keypad connector on lcd and it was connected properly. The insulin pump passed the displacement test, prime and excessive no delivery tests. No excessive no delivery alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner and with cracked reservoir tube lip.